Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there were defective pcu (8015) keypads. The first pcu (8015) s/n (B)(6) defective keypad resulted in the device not turning on. The second pcu (8015) s/n (B)(6)resulted in an unresponsive "9" key. The third pcu (8015) s/n (B)(6) resulted in an unresponsive "top right button". There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads. The first pcu (8015) - s/n (B)(4) defective keypad resulted in the device not turning on. The second pcu (8015) - s/n (B)(4) resulted in an unresponsive "9" key. The third pcu (8015) - s/n (B)(4) resulted in an unresponsive "top right button". There was no patient harm. The issues were noted prior to patient use.